Manufacturer narrative:
The lot number was not provided; therefore, a review of the approved device history records could not be performed. The device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause is unknown. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization treatment of an aneurysm, the coil did not detach. During removal, the coil detached in the microcatheter. The coil was not able to be fully retrieved. There was no reported patient injury.